Event description:
On (B)(6) 2025, the patient was seen at our hospital, complaining mainly of dental pain. Examination of the upper left second molar revealed dental caries, and the diagnosis was acute pulpitis. The treatment plan included pulpectomy and root canal therapy under local anesthesia. After anesthesia, the pulp chamber was opened and the pulp was extirpated. The root canal was enlarged using files, during which a file suddenly fractured in the canal. Attempts to retrieve the fractured file were unsuccessful due to its deep position. To relieve the pain, extraction of the tooth was decided.

Manufacturer narrative:
The manufacturing records, in-process inspection records and shipping inspection records were investigated, but no occurrence of defects, non-conformances, or any numerical indicators suggesting such issue in the manufacturing process were found. It was confirmed that the relevant lot was in good condition at the time of shipping. Although it is presumed that the instrument was damaged due to the shape of the patient's root canal and repeated use of the product, the cause is unknown.